Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer had no symptom. They do not feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 400 mg/dl. Customer current blood glucose level was 86 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer did not report bolus wizard. Pressure test was not performed. Bolus wizard was not confirmed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Infusion set was changed on (B)(6) 2018. Customer was advised the insulin pump works as designed. The infusion set had blood. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury.